Event description:
The pt is reportedly experiencing long term sound performance issues. In addition, the pt has also experienced an overly loud sensation. Testing in the past showed that the device was functioning. The pt is scheduled for final testing.